Event description:
The customer reported the system displayed an error code message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was found that a third party had serviced the system. A part was used in which created too low of a voltage. The customer intends to repair the collimator and will call if additional service is required.